Event description:
Reporter alleged the customer attempted to test on the compact plus system when she passed out due to a seizure. Reporter stated that she got an error message that he couldn't understand and the customer was taken to the hospital. Reporter stated that she was tested with a result of 360 mg/dl on the hospital system and treated with an insulin drip intravenously. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.